Manufacturer narrative:
A customer alleged a result discrepancy for a single patient sample when testing with the cobas¿ sars-cov-2 qualitative assay for use on the cobas¿6800/8800 systems. The initial result was released and then retested as negative for both targets. The sample is most likely near or below the lod of the assay for other sarbecovirus. Therefore, the assay is working as intended. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from the united states alleged a result discrepancy with a patient sample when testing with the cobas¿ sars-cov-2 qualitative assay for use on the cobas¿6800/8800 systems. The sample originally generated a negative target 1 and positive target 2 but was retested as negative for both. The affiliate indicated that the initial result was released. It was indicated that a bd tube was used for collection with the flocked swab. The sample tube was stored at 4¿c in between testing. The sample was equilibrated to room temperature prior to transfer into the cobas omni secondary tube prior to run. A review of the growth curve showed almost a flat curve corresponding to the very late CT of 36.9 for target 2 which is indicative of a sample near or below the limit of detection (lod) of the assay, infection with some other sarbecovirus, or a mutation in the target 1 target region in the oligo binding sites. As per the method sheet ((B)(4)) a sample near or at the lod can waiver between positive and negative indicate. No product problem was identified.